Event description:
Based on qc results, the customer noted a shift in their ion selective electrode (ise) sodium results since (B)(6) 2015. The specific number of patient samples involved was unknown. Maintenance, calibration and qc were performed and the samples were repeated on another cobas c501 analyzer. Of the data provided for four patient samples, only the results for three were discrepant. Patient sample 1 initial result was 131 mmol/l and the repeat result was 139 mmol/l. Patient sample 2 initial result was 131 mmol/l and the repeat result was 137 mmol/l. Patient sample 3 initial result was 130 mmol/l and the repeat result was 138 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The customer could not provide an exact number of corrected reports but believed it was at least 10 samples. There was no adverse event. The sodium electrode lot number and expiration date were requested but were not provided. The field service representative found the fluid in the is (internal standard) bath was not being aspirated out by the nozzles. He rerouted a pinched vacuum line to the is bath. The customer ran ise calibrations and controls, which were within specifications. The customer also ran correlations with another c501, which matched to specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. In addition to the issues found by service, preanalytical factors were suspected as all results were affected in the same direction. Analysis of the provided calibration monitors showed differences in the electromagnetic field (emf) readings and the calculated concentrations. This is an indicator for issues with reagent and standard handling by the customer.